Event description:
The customer reported this atrial lead was replaced due to high pacing thresholds (threshold values were not provided); no adverse effects were reported. The lead was actively implanted for approximately 8 years, 5 months.

Manufacturer narrative:
The lead was replaced with no adverse events reported. Oscor requested the lead be returned for analysis (on 01/16/10 and 01/21/10); to date, the lead has not been returned. Should the lead be returned or additional info be received, this event will be re-evaluated for any necessary updates. Thresholds elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.